Event description:
The consumer reported that there were almost done recharging the implant when they noticed it was not on and when they attempted to turn on the implant with the recharger a power on reset screen appeared. The patient tried to use the programmer to turn stimulation on and saw the power on reset screen as well. Therapy had stopped due to an informational power on reset. Troubleshooting allowed the patient to clear the power on reset and turn therapy back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.